Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6). (B)(6), md. Consultation. Abdominal pain. Has developed an incisional hernia, recalled at least 2 different operations done several years ago, chronic abdominal bulge with laxity of muscle, yesterday felts some increasing pain in lower abdomen and distension. CT obtained, demonstrated lower abdominal hernia with compromised loop of small bowel anterior to the mesh, representing acute incarceration. History significant for diverticulitis, status post resection, history of incisional hernia with at least 2 repairs. Impression: recurrent incisional hernia with small bowel incarceration with edema and stranding, suspicious for possible compromise of blood supply, possibly ischemic changes, recommend area to be explored immediately to avoid further injury to intestines, evaluate integrity of small bowel. If bowel is severe compromised, as small bowel resection with primary anastomosis may be indicated. Also, appears to have a recurrent incisional hernia, this will need to be remedied either with removal of mesh and placement of new mesh or some type of additional mesh placement or primary closure. If mesh needs to be removed, this will need to be closed with bilateral component separation with possible reimplantation of a biological mesh versus synthetic mesh. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Post-op, doing well. Right lower quadrant drain removed, 200 cc of residual bloody serum drained, leave left upper quadrant drain, 100 cc. Given instructions; monitor for signs of infection. Return in 4 days, limit lifting over 15-20 pound for a total of 4 weeks, avoid excessive bending, twisting, coughing. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Post-op, doing well. Leave left upper quadrant drain in, sent to lab to test drain fluid, likelihood of recurrence of hernia with patient¿s continued smoking discussed. On (B)(6) 2015: (B)(6). (B)(6), md. Progress note. Admitted secondary to feeling weak with increased cloudy fluid per jp drain with multiple organisms growing. CT did not show any abscess. Weight 245 lbs., bmi 29.8. Impression/plan: abdominal wall cellulitis, acute. Abdominal wall abscess, acute. ID [infectious disease] consulted to assist in antibiotic management. On (B)(6) 2015: (B)(6). (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2015. History of present illness: recently undergone emergency incisional hernia repair due to incarcerated bowel, repaired with bilateral component separation, with retrorectus and transverse abdominis fascial release with implementation of a biologic mesh, has done well, ultimately discharged. Since discharge had noted that subcutaneous drain produced purulent discharge and recent culture reveals multiple gram negative organism, felt weak, nausea and low grade fever. Admitted to be evaluated by ID [infectious disease] service for IV antibiotic therapy. CT scan did not show any loculation fluid collection. Some residual inflammatory changes, admitted on (B)(6) and discharged on (B)(6) after seen by dr. (B)(6), appropriate antibiotic placed. Remained afebrile with normal labs, tolerating diet, abdomen soft with minimal tenderness, drainage decreased. Impression: abdominal wall abscess, continued drain to suction. Plan: augmentin, follow up 1 week, no lifting over 20 pounds for 3 weeks. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Post-op, doing well. Left upper quadrant drain still draining over 100 ccs over 24 hours, serous now. Return 1 week, leave left upper quadrant drain in, continue augmentin, monitor drain output, return to reevaluate. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Left upper quadrant drain still draining over 80 ccs over 24 hours, serous now. Return 1 week, leave left upper quadrant drain in, continue augmentin, monitor drain output, return to reevaluate. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Left upper quadrant drain still draining over 70 ccs over 24 hours, serous now-improved. Leave left upper quadrant drain in, still draining over 45 cc over serous fluid over 24 hours, monitor drain output, return to reevaluate. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Post-op, doing well. Left upper quadrant drain still draining over 60 ccs over 24 hours, serous now-improved, no abdominal pain, order for CT to rule out fluid collection. CT reviewed there is improved inflammation of lower abdomen, continue antibiotics. On (B)(6) 2015: (B)(6). History and physical. Fever and purulent drainage from jp drain, drainage still serous but over 60 ml per day, continued antibiotic therapy directed by ID service. Last evening reports feeling fever again and then what appears to be more purulent-type drainage from jp. Admitted. Impression: possible development of abdominal wall hernia, admitted for IV antibiotics, ID service to evaluate. Plan to repeat CT scan to see if there is definable collection that needs to be drained surgically or percutaneously. On (B)(6) 2015: (B)(6). (B)(6), np. Discharge summary. Date of admission: on (B)(6) 2015. Abdominal wall abscess, incision and drainage with vac placement. Hospital course: status post incarcerated hernia repair, admitted with recurrent abdominal wall abscess, was on numerous rounds of antibiotics over past 2 months, admit for IV antibiotics and drainage of abscess. On (B)(6) 2015, abscess drained by dr. (B)(6) of interventional radiology, purulent material obtained, infectious disease reviewed microbiology and was discharged on (B)(6) 2015 with IV vancomycin and further plans for antibiotics based on further micro results. Follow in office in 3 days. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Left upper quadrant drain still draining over 60 ccs over 24 hours, serous now-improved, some swelling. Continue antibiotics. On (B)(6) 2015: [facility ni]. (B)(6). Office notes. Left upper quadrant drain still draining over 25 ccs over 24 hours, serous now-improved, some swelling. Return 1 week. On (B)(6) 2015: [facility ni]. (B)(6). Office notes. Patient draining 70 cc this morning, fever improved with antibiotic, started on augmentin last night, patient to follow up with dr. (B)(6) tuesday. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Drain output still high, has some complaints of bloating, abdomen soft, no complaints of fever/chills, if fever recur, will proceed with abdominal exploration. On (B)(6) 2015: (B)(6). (B)(6), md. History and physical. Recurrent fever. 2 months ago underwent emergency surgery for incarcerated hernia, previously placed gore-tex mesh was pulled away from the lower abdominal wall and because of bowel compromise mesh was removed, the hernia was repaired with bilateral component separation with sublay of biological mesh. Has had multiple admissions now with lower abdominal pain and purulent drainage and fevers, is being treated with antibiotics on and off through this whole period. Because of recurrent fevers yesterday and increasing drainage, is now admitted. Impression: recurrent abdominal wall infection despite presence of indwelling drain, antibiotic therapy. Continued to have inflammatory changes with recurrent fever. Recommend lower half of wound be explored to explore and possibly remove any other infectious source. Infectious disease will again consult to assist with antibiotic therapy. Plan for exploration of the lower quadrant abdominal wound, possibly leaving the wound open with wound vac, possible additional drain placement. On (B)(6) 2015: (B)(6). (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2015. Status post emergent incarcerated recurrent incisional hernia repair, developed postoperative abdominal abscess, due to recurrent fevers, was brought in for evaluation. CT scan again demonstrated some inflammatory changes on the abdominal wall, infectious disease consultation for management for antibiotic therapy. Was taken to or on (B)(6) where previously placed drain was in place and intraoperatively, a cavity within the subcutaneous was discovered. The subcutaneous place did not obliterate despite placement of large bore drain, area was then sharply debrided using cautery as well as bovie scratch pad as the area has developed a thickened peel. A wound vac dressing placed. Discharged home, antibiotic therapy directed by infectious disease, wound vac ordered and will be placed by home health nurse, general diet, no restriction to activity. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Recovering with abdominal infection and placement of wound vac, fever resolved. Wound vac in place wound opening is 8x8 cm, tunneling to the left up to 10, wound vac functioning well, home health to change weekly, return to office weekly for dressing change. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Wound vac in place wound opening is 8x8 cm, tunneling to the left up to 12 cm, wound vac functioning well, home health to change weekly, return to office weekly for dressing change. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Wound vac in place fluid accumulation, wound opening is 12 x 8 cm, minimal tunneling, wound vac functioning well, home health to change three times weekly, return to office weekly for dressing change, deeper sponge not removed again by home health nurse. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Wound vac in place, wound opening is 12 x 8 cm-improved, peel at the edges, wound debrided. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Wound vac in place, wound opening is 12 x 8 cm-improved, tunneling 8 cm persists, peel at the edges, wound curetted. Is a smoker, discussed this delays wound healing. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Incision wound vac in place, wound opening is 12 x 8 cm-improved, tunneling 8 cm persists, peel at the edges, abdomen is slightly firm at inferior portion. Will change home health care agency due to poor response, is current smoker, discussed this delays wound healing, low grade fevers, consider CT scan if persists. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Incision wound vac in place, wound opening improved, tunneling 8 cm persists, thick peel at the edges, abdomen soft. Tunneling persists with thick peel, plan for abdominal wound debridement under general anesthesia. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Post-op, doing well, open wound, wound vac replaced, continue oral antibiotics and home health visits. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Open wound, wound vac replaced, no peel has developed, base is easily debrided with bleeding tissue, tunneling improved, 3-4 cm circumferentially, no signs of infection. Now off antibiotics, continue home health visits, okay to return to work with no heavy lifting over 30 lbs. On (B)(6) 2016: [facility ni]. (B)(6), md. Office notes. No longer with wound vac, wound debrided and packed, to be evaluated at wound clinic, discussed cutting down cigarette smoking. On (B)(6) 2016: [facility ni]. (B)(6), md. Office notes. Open wound 1 cm x 8 mm tunnels at the 12 o¿clock position, 2.5 cm and to the right 2 cm, base granulating well, easily debrided with bleeding tissue. If no improvement will likely have to change dressing type. On (B)(6) 2016: [facility ni]. (B)(6), md. Office notes. Post-op, doing well, open wound pale pink palor [sic], base bleeds easily with debridement. Quit smoking 2 weeks ago. On (B)(6) 2016: [facility ni]. (B)(6), md. Office notes. Open wound open 3.5 x 2 cm, tunnels upwards for 3 cm, pale pink palor [sic] at base, some bleeding with curetting, will start antibiotic solution packing. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002: (B)(6). [Ni]. Radiology- CT abdomen/pelvis. History: diverticulitis. Impression: early mild diverticulitis of sigmoid colon with pericolic haziness and linear tracking. (B)(6) 2002: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. History: left lower quadrant pain, diverticulitis. Impression: diverticulosis involving sigmoid. Evidence of diverticulitis; no mass or free fluid. (B)(6) 2003: (B)(6). (B)(6), md. Operative report. Preoperative/ postoperative diagnosis: ventral hernia. Procedure performed: ventral hernia repair using alloderm patch. Assistant: (B)(6), csa. Operative technique: ¿under satisfactory general endotracheal anesthesia the patient was prepped with betadine and draped with routine sterile drapes. The prior scar was excised and hemostasis was obtained with cautery. The hernia sac was identified. There were multiple defects with short areas of intact fascia. The hernia sac was dissected circumferentially. It extended for the entire length of the wound. The fascia was then dissected circumferentially, and hemostasis was obtained with cautery. The sac was then resected and adhesion to small bowel and omentum were dissected away. I felt that this could not be closed primarily without undue tension, and therefore an alloderm patch was chosen and sutured in place with #0 prolene. Two patches were used, each measuring 4.0 x 12.0 cm. Hemostasis was obtained again with cautery, and the umbilicus was re-attached with vicryl. The subcutaneous tissue was closed with #3-0 vicryl after irrigation, and the skin was closed with staples. Dressings were applied. The patient tolerated the procedure well, with approximately 100 cc blood loss. Sponge, needle and instrument counts were correct, and the patient was sent to the recovery area in excellent condition.¿ (B)(6) 2003: (B)(6). Or nursing record. Implants: alloderm acellular graft. 4 x 12 cm. Quantity: 2. (B)(6) 2003: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Abnormal thickening involving portion of ascending colon near hepatic flexure and there is some inflammatory changes seen along mesenteric edge of right colon and hepatic flexure. Clinical history: abdominal pain. Impression: abnormalities involving hepatic flexure and ascending colon. This could represent diverticulitis or other inflammatory disease versus malignancy. (B)(6) 2005: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incision hernia. Postoperative diagnosis: recurrent incision hernia. Title of operation: repair using dualmesh plus graft measuring 26 x 34 cm. Assistant: (B)(6), csa. Procedure: ¿under satisfactory general endotracheal anesthesia, the patient was prepped with betadine, draped with routine sterile drapes. Right upper quadrant incision was made. A veress needle was inserted. The abdomen was insufflated without difficulty. An 11-mm port was placed and the camera and scope were placed. The remaining ports, two 12 mm on the right and 3 on the left, were placed under direct vision. The 3 on the left were placed only after adhesions were dissected to free the peritoneal cavity. The adhesions were dissected with harmonic scalpel and cautery dissection until the defect was identified circumferentially. Two loops of small intestine were in the ventral hernia and these were dissected under direct vision until they were away from the edge. The 11-mm port site was closed with #0 vicryl using the cone closure device and the 11-mm port was changed over an exchange rod to an 18-mm port. Then, the dualmesh plus was chosen and multiple sutures were placed in the edge. The graft was also marked for appropriate sides. The graft was then placed down the 18-mm port, unfolded, and the suture were brought through separate stab wounds using the suture needle. When all sutures were brought to the appropriate levels, the graft was spread against the peritoneum. The hernia extended to the pubis and the graft was brought the edge of the urinary bladder, then stapled between sutures. This was done circumferentially. The graft was in excellent position covering the defect approximately 5 cm circumferentially, except at the level of the pubis. The remaining ports were removed under direct vision. All sutures were tied and the last port was removed after the abdomen was desufflated. The skin of all wounds was closed with 5-0 vicryl subcuticular. Steri-strips and dressings were applied. The patient the procedure [sic] well with approximately 10 ml of blood loss. Sponge, needle, and instrument counts were correct. The patient was sent to the recovery area in excellent condition.¿ (B)(6) 2005: (B)(6). Or nursing record. Implants record: manufacturer name: gore-tex. Item description: dual mesh. Model/cat#: 1dlmcp08. Lot/serial#: (B)(6). Site: abdomen. Type/size: 26.0 x 34.0 cm. Expiration: 11-12-06. Quantity: 1. The records confirm a gore® dualmesh® biomaterial (1dlmcp08/03436019) was implanted during the procedure. (B)(6) 2007: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Clinical data: abdominal distention. Impression: large anterior abdominal wall hernia containing multiple loops of small bowel. Some small bowel distention with air-fluid levels raising possibility of partial small bowel obstruction. There is a hernia mesh which appears disrupted as lower portion of the mesh does not extend across the midline to the left rectus muscle. (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction secondary to incarceration and recurrent ventral hernia. Postoperative diagnosis: small bowel obstruction secondary to incarceration and recurrent ventral hernia. Operation performed: open ventral hernia repair using dual-mesh patch. Assistant: (B)(6), csa. What was done: ¿under satisfactory endotracheal anesthesia the patient was prepped with betadine, draped with routine sterile drapes. An elliptical incision was made, excising the prior scar and the incision was carried down to the hernia sac. Then the sac was dissected circumferentially and the fascia was identified circumferentially. Then the hernia sac was opened and the small bowel was dissected away from this and multiple adhesions of small bowel to the anterior abdominal wall were dissected with sharp dissection. Hemostasis was obtained with cautery. When all adhesions were taken down, a 20 x 30 dual-mesh patch was placed and sutured into position with multiple horizontal mattress sutures, allowing the patch to underlay approximately 5 cm circumferentially. Hemostasis was obtained with cautery. The hernia sac had been left attached to the entire rim. This was closed with #1 vicryl. Subcutaneous tissue closed with the same and the skin was closed with staples after two 7 mm jackson-pratt type drains had been placed in the lateral dissection area. The drains were sutured in place with 3-0 nylon and the skin was closed with staples. Dressings were applied. The patient tolerated the procedure well with approximately 50 cc blood loss. Sponge, needle and instrument counts were correct. The patient was sent to the recovery area in excellent condition.¿ (B)(6) 2007: (B)(6). Or nursing record. Implant record: manufacturer name: gore. Item description: dualmesh. Model/cat#: 1dlmcp07. Lot/serial#: (B)(6). Site: ventral area. Type/size: 20 cm x 30 cm. Expiration: 2010-06. Qty: 1. (B)(6) 2007: (B)(6). Implant sticker: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 05229251. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/05229251) was implanted during the procedure. (B)(6) 2007: (B)(6). (B)(6), md. Pathology report. Accession #/ collected date: (B)(6) (B)(6) 2007. Specimens: a) mesh. Preoperative: incarcerated ventral hernia. Postoperative: incarcerated ventral hernia. Diagnosis: mesh, removal: fibrous tissue and foreign material with giant cell reaction, consistent with mesh. Gross description: received in formalin in a container bearing the patient¿s name scott mruk and labeled as mesh is an ovoid mesh with some attached fibromembranous tissue measuring 20.5 x 10.5 x 0.5 cm. A representative section is submitted in one cassette for microscopic examination. Microscopic description: histologic sections examined. (B)(6) 2014: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Preliminary report. History: lower abdominal pain. Marked diastases of the rectus fascia identified containing linear hyperdense structure likely representing mesh from previous ventral hernia surgery repair similar to the previous study. Multiple mild-to-moderate dilated loops of small bowel noted adherent to anterior abdominal wall at level of the mesh with air-fluid levels. Mild stranding of adjacent mesentery, small amount of interloop free fluid appreciated. Normal caliber distal small bowel to level of terminal ileum. Transition point appears to be located at level of anterior abdominal wall within lower abdomen. Colonic diverticula identified without appreciable stranding of pericolonic fat to suggest diverticulitis. No intraperitoneal free air or abscess. Impression: small bowel obstruction. (B)(6) 2014: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Indication: lower abdominal pain. Findings: appearance of anterior abdominal wall mesh is stable. Since prior exam, the air are more distended fluid-filled loops of small bowel anterior to this with multiple air-fluid levels and mild mesenteric induration and stranding. There some pericolonic induration and stranding and trace amount of fluid adjacent to this. Transition point seems to be at lower anterior abdominal wall. Impression: findings suspicious for small bowel obstruction. Followup recommended. (B)(6) 2015: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Preliminary report. History: mid abdomen pain. Impression: previous ventral hernia repair with mesh present. Now a ventral hernia seen just inferior and extending anterior to the mesh on the left which contains a distended fluid-filled loop of small bowel with mild adjacent stranding and trace fluid adjacent to the distended bowel loop consistent with small bowel obstruction with probable incarcerated bowel loop. There are also probable adhesions with other nondilated small bowel loops located immediately adjacent to the mesh more superiorly. Diverticulosis. (B)(6) 2015: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. History: abdominal pain. Findings: hernia mesh again see. Mildly dilated fluid-filled loops of small bowel extending the ventral and inferior to the mesh, new from previous exam. Best depicted on series 3 image 67-89. Faint edema adjacent to small bowel loops se ventral to hernia mesh. Impression: previous ventral hernia surgery. Mildly dilated loops of small bowel extending ventral to the hernia mesh consistent with recurrent hernia with possible obstruction. Incarceration not excluded, clinical correlation needed. (B)(6) 2015: [assigned] (B)(6). (B)(6), md. Operative report. Attending: (B)(6), md. Surgeon: (B)(6), md. Assistant: (B)(6). Anesthesia: general. Preoperative diagnosis: incarcerated recurrent incisional hernia. Small bowel strangulation. Postoperative diagnosis: incarcerated recurrent incisional hernia. Procedure: 1) exploratory laparotomy. 2) removal of an existing gore-tex mesh. 3) recurrent incisional hernia repair with the implantation of biologic mesh. The mesh used was a strattice mesh measuring approximately 28 x 11 cm. 4) bilateral component separation. Condition: stable. Findings: recurrent hernia with complete detachment of the inferior aspect of the mesh with some mild small bowel wall congestion secondary to incarceration and strangulation. Condition: stable. Specimen: old mesh. Indication for procedure: this is a 56-year-old gentleman who presents to the ER with 1-day history of worsening pain. CT scan demonstrated incarceration of small bowel loop inferiorly with some stranding and wall thickening. The patient presents for urgent exploration. Drains: there are 3. The right lower quadrant drain is deep to the mesh in the rectrorectus plane. The left lower quadrant drain is anterior to the mesh but deep to the anterior rectus sheath. Left upper quadrant drain is in subcutaneous plane. Estimated blood loss: approximately 200 to 300. Description of procedure: ¿informed consent was obtained. Patient taken to the or, prepped and draped in sterile fashion. Incision was first made just below the umbilicus where there is a bulging, tender mass. The subcutaneous tissue was incised. Again seen was a bulging hernia sac inferiorly and to the left. The hernia sac was incised with scissors. Immediately apparent was a slight amount of cloudy fluid. This fluid was cultured. At this point, the hernia sac was wide open, which revealed a loop of small bowel with bowel wall edema and some hemorrhagic appearance of the wall. The sac was then enlarged. After a few minutes of observation, the bowel shows significant improvement in the coloration with the purplish discoloration that gradually resolved and improved. At this point, with further dissection, the hernia sac is then widely opened and excised. There appears to be a gore tex type of mesh what appears to be a dualmesh. There is pseudocapsule anterior to the mesh, but the entire inferior edge of the mesh is not attached to fascial tissue. The rectus muscle is widely separated. This mesh appears to traverse a large rectus muscle defect. At this point, the hernia contents reduced. Again, with a few minutes of observation with warm irrigation, the appearance of bowel has improved with the hemorrhagic appearance, resolving. At this point, because the mesh was completely detached inferiorly and possible contamination from this cloudy fluid, I elected to remove this entire mesh and perform a repair of the defect. The incision was then enlarged in a cephalad direction. At this time, we were excising a large portion of the old scar and fat. The gore-tex mesh is sutured in place with several prolene sutures circumferentially. All the sutures are removed. The mesh itself was then completely removed and submitted to pathology for evaluation. Again, there is a large separation of the rectus muscle up to 15 cm. At this point, I elected to perform bilateral component separation to help bring the muscle and fascial tissue back to the midline. At the edge of the defect, the fascial tissue was then incised. The posterior rectus sheath was identified, grasped with kocher clamp, and dissection continued in the retrorectus plane. The muscle was then dissected off the posterior rectus sheath. This was done bilaterally, but inferior to the level of the umbilicus, there is no fascial tissue, but there is preperitoneal fatty tissue and peritoneum. After, the tissue was well mobilized careful to preserve as many vascular branches as possible and also preserve the superior and inferior epigastric vessels. There is still significant tension. At this point, I elected to mobilize the anterior fascia by incising into the subcutaneous plane to create a large muscle flap. After this was done, now the tissue can be reapproximated primarily. At this point, the bowel contents are again inspected. Again, the small bowel continues to improve. The posterior rectus sheath as well as the peritoneum was then closed with several interrupted #1 pds suture in a figure-of-eight fashion. After this was done, a 10-mm drain was then placed above the rectus sheath and brought through a right lateral stab incision. A strattice mesh was then rehydrated and cut into a long thin suture in a transfascial fashion. The suture was then placed traversing right at the edge of the rectus muscle and the anterior rectus sheath. Several sutures were then placed, placed approximately 1 inch apart circumferentially. Please note that the defect extended almost to the pubic tubercle. I was able to place the mesh underneath the fascial tissue just above the peritoneum. The mesh was then also placed laterally using similar fashion and superiorly in a similar fashion. After this was done, the area was irrigated again. A second 10-mm flat drain was then placed. At this time, it was placed above the strattice mesh and brought through a left lower quadrant stab incision. The anterior rectus sheath is now mobilized. I was able to reapproximate primarily again using figure-of-eight #1 pds suture covering the entire mesh. Subcu tissue was also irrigated and carefully inspected for hemostasis and a third 10-mm drain was then brought out through a left upper quadrant incision and placed in the subcutaneous plane. The skin flaps were closed using several interrupted 2-0 vicryl suture. Skin closed with skin stapler and dressing was then placed for tissue reinforcement drain was then placed to bulb suction. The patient was sent to recovery.¿ (B)(6) 2015: (B)(6). Or nursing record. Implants: strattice ¿. 20x30 cm. Specimen: abdominal mesh. Culture: peritoneal fluid, aerobic, anaerobic. (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. Accession #/ collected date: (B)(6) (B)(6) 2015. Specimens: abdominal mesh. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Diagnosis: abdominal mesh, excision. Abdominal mesh and surrounding benign fibrofatty and scar tissue. Gross description: received fresh in one container labeled with the patient¿s name, scott mruk, and ¿abdominal mesh¿ is an irregular piece of synthetic mesh material partially covered with fibrofatty tissue and measuring 30 x 12 x 0.3 cm. Representative sections are submitted in one cassette for microscopic examination. Comment: histologic sections are examined. (B)(6) 2015: (B)(6). Microbiology. Source: peritoneal fluid. Smear, gram stain: final: very rare neutrophils, no organisms seen, red blood cells. Culture, body fluid: final: no growth after 60 hours incubation. (B)(6) 2015: (B)(6). Microbiology. Source: abdominal fluid. Smear, gram stain: few neutrophils. Few gram negative rods. Culture, body fluid: organism 1: pseudomonas aeruginosa, heavy growth. Organism 2: gram negative rod, fermenter, rare growth. Organism 3: stapylococcus aureus, moderate growth. Organism 4: enterococcus faecalis, moderate growth. Organism 5: diptheroids, moderate growth. [Sensitivity provided]. (B)(6) 2015: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. History: abdominal wall infection, abdominal pain. Findings: small amount of fluid in subcutaneous fat, lying superficial to rectus sheath in lower midline of pelvis. Maximum ap thickness of fluid 10 mm transverse diameter approximately 35 mm. Trace amount of fat stranding along posterior margin of abdominal wall fascia, in midline pelvis. Small bilateral fat containing inguinal hernias. Impression: post removal of old hernia repair mesh, surgical repair of midline rectus sheath laxity and hernia. Subcutaneous surgical drain identified. There is trace amount of subcutaneous fluid lower midline of pelvis. No discrete drainable abscess or soft tissue gas or intra abdominal pathology. (B)(6) 2015: [missing records: records for CT scan were not provided.] (B)(6) 2015: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Clinical data: abdominal pain. Impression: mild inflammatory changes in anterior abdominal wall. There is a surgical drain in place. No abnormal fluid collections suggestive of fluid abscess. Inflammatory changes in anterior abdominal wall appear somewhat improved compared to (B)(6) 2015. (B)(6) 2015: (B)(6) hospital. Microbiology. Source: jackson-pratt drain. Smear, gram stain: final: few neutrophils, no organisms seen. Culture, body fluid: final: organisms 1: staphylococcus aureus, light growth. Organism 2: staph, species, coagulase neg, single colony. (B)(6) 2015: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Indication: history of abdominal wall abscess. Impression: no significant reaccumulation of fluid about previously placed surgical drainage. Induration of the fat superficial to peritoneal lining not appreciably changed from prior study. (B)(6) 2015: (B)(6). (B)(6), md. Radiology-CT ¿guided aspiration. Indication: nonspecific soft tissue density noted anteriorly to hernia mesh. CT ¿guided aspiration recommended. Procedure: informed consent was obtained. Conscious sedation using intravenous fentanyl and versed was provided by the radiologist. Patient was placed in the supine position on the CT imaging table. CT scan of the abdomen confirms presence of nonspecific soft tissue density directly anteriorly to the mesh in the lower midline anterior abdominal wall. Skin overlying this region was prepped, draped and anesthetized in usual fashion. Using CT guidance a 19 gauge needle was advanced into the lesion. No fluid was able to be aspirated. Several cc of sterile saline was then infused through the needle washings were obtained. These were submitted for culture. Patient tolerated the procedure well. Impression: CT-guided aspiration of an area of soft tissue density located in the anterior abdominal wall immediately anterior to a [sic] abdominal hernia mesh was performed. Samples were obtained for culture. (B)(6) 2015: (B)(6) hospital. Microbiology. Source: abdominal fluid. Smear, gram stain: final: rare neutrophils, no squamous epithelial cells, no organisms seen, red blood cells. Culture, body fluid: final: no growth after 60 hours incubation. Culture, anaerobe: final: no growth of anaerobes after 5 days of incubation. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology- CT abdomen/pelvis. Indication: evaluate for abscess. Impression: extensive postsurgical changes in anterior abdominal wall consistent with history of previous hernia repair and mesh placement. Drain noted anterior to mass. Also nonspecific soft tissue density noted around drain as well as inferiorly. This soft tissue density present on previous CT scan from 3 weeks earlier and remains unchanged. Soft tissue measures greater than 20 hounsfield units suggesting this is probably fibrotic tissue rather than abscess. (B)(6) 2015: (B)(6) hospital. Microbiology. Source: jackson-pratt drain. Smear, gram stain: final: few neutrophils, rare gram positive cocci. Culture, body fluid: final: organism 1: staphylococcus aureus, moderate growth. Organism 2: acinetobacter baumannii/haemol, moderate growth. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Assistant: none. Anesthesia: general. Preoperative diagnosis: recurrent abdominal wall infection. Postoperative diagnosis: recurrent abdominal wall infection. Procedure: lower abdominal wound exploration, debridement, irrigation and placement of wound vac. Indication: this is a 56-year-old gentleman who underwent an emergency recurrent ventral hernia repair with bilateral component separation with ___ [sic] fascial placement of biologic pig dermal mesh. Patient has developed recurrent fevers with persistent inflammatory changes in the lower abdomen of the repair without discrete abscess collection. Patient has had an indwelling drain since the operation and will intermittently produce purulent fluid. Again, this is patient¿s forth [sic] admission for abdominal wound infection. At this point, I elected to bring the patient to the or for exploration. Description of procedure: ¿informed consent was obtained. Patient was taken to the or and prepped and draped in sterile fashion. A low midline incision was made. This is the area that is indurated with inflammatory changes seen on the CT scan. Dissection continued through some extensive scar tissue. I was able to enter a cavity that was thought to be in the subcutaneous plane because an existing drain was seen in the same cavity. The cavity measured approximately 20 cm in cephalad direction. The width is approximately 15 cm ___ [sic]. The cavity is lined with pale pink tissue. There is no obvious purulent fluid, but this cavity has failed to resolve despite placement of a drain. At this point, I elected not to penetrate through the fascia as there is no suspicion for infection down deep in the area. At this point, the cavity was irrigated with saline solution, and using a cautery scratch pad, the area was then scraped to help stimulate new vascular formation. The area was then curetted again and debrided, and a wound vac was then placed into the cavity. The existing drain was removed. A wound vac dressing was then placed in the usual fashion and placed to negative 125 mm suction.¿ (B)(6) 2015: (B)(6). Microbiology. Source: abdominal fluid. Description: open wound. Smear, gram stain: few neutrophils, no squamous epithelia cells no organisms seen. Culture, wound: final: organism 1: staph species, coagulas neg, light growth. Organism 2: non spore forming gram positive rod, rare growth. Culture, anaerobe: final: no anaerobes isolated after 5 days. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: nonhealing abdominal wound. Postoperative diagnosis: nonhealing abdominal wound. Procedure: excisional debridement of complex abdominal wound. Estimated blood loss: minimal. Condition: stable. Indication: the patient is status post a complex hernia repair with the placement of a biologic patch, as well a bilateral component separation with retrorectus and tar release. The patient developed a seroma in the subcutaneous space, however, the cavity is lined with abnormal thickened scar and fibrotic tissue prohibiting the cavity from resolving. The patient now presents to the or for further debridement. Description of procedure: ¿informed consent was obtained. Patient was taken to the or and prepped and draped in sterile fashion. The wound is in the lower aspect of the incision. The wound was then opened superiorly to gain better access to this cavity. After this was done, a thick fibrotic peel on the upper subcutaneous fat was then excised. The underlying tissue was also somewhat fibrotic. However, this area was not excised but curette extensively until there was some slight oozing noted. Again, the reason for not removing this thickened tissue deep is that his may damage the underlying muscle and expose the biologic mesh, but the upper flap scar tissue was then excised. The area was then irrigated and curetted extensively. A wound vac dressing was applied and placed to suction. Patient tolerated the procedure well.¿ (B)(6) 2016: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: complicated nonhealing abdominal wound. Postoperative diagnosis: complicated nonhealing abdominal wound. Procedure: excisional debridement of abdominal wound. Brief history: this is a gentleman who underwent emergency hernia repair for an incarcerated hernia and the hernia was repaired with component separation and biologic patch. Patient had developed a nonhealing wound despite medical therapy and conservative wound management. The patient now presents for wound debridement. Description of procedure: ¿informed consent was obtained. The patient was taken to the or, prepped in usual sterile fashion. Using a combination of cautery and scalpel, the entire lining of the entire open wound including the skin was then excised also excising the base of the wound. The base of the wound appears to be a thick fibrotic tissue, possibly representing scar tissue or possible biologic patch. There is no entrance to abdominal cavity. There is no foreign body material noted. The surrounding fatty tissue appears to be viable. Again the base of the wound is quite fibrotic, has a whitish appearance, but there is some small perforating vessel in the area. The area was then packed with moist gauze.¿ (B)(6) 2016: (B)(6). Microbiology. Source: abdomen. Smear, gram stain: final: rare neutrophils, moderate gram positive coccobacilli, rare gram negative rods. Culture, wound: final: organism 1: serratia marcescens, moderate growth. Organism 2: diptheroids, moderate growth. (B)(6) 2016: (B)(6). Microbiology. Source: abdomen. Smear, gram stain: final: no neutrophils, rare gram positive rods. Culture, wound: final: organism 1: diphtheroids, moderate growth. Organism 2: staph species, coagulase neg, light growth. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03436019 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03436019. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007 and (B)(6) 2015, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: mesh removal and small bowel obstruction ((B)(6) 2007); mesh was unincorporated, mesh failure, mesh removal requiring additional surgery. Additional event specific information was not provided.